Manufacturer narrative:
The lot number was changed from 3000046807 to 3000057870. The exp date was changed from 03/03/2020 to 08/31/2020. The manufacture date was changed from 03/03/2017 to 08/31/2017. The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and covering half of the balloon. One kink was found on the catheter tubing approximately 28.2cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problems. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted on an ami (acute myocardial infarction) patient, but upon connecting fiber cable to the intra-aortic balloon pump (iabp), the arterial pressure wave did not appear. An ¿iab optical sensor failure¿ alarm occurred. Mild sclerosis and calcification, and sever tortuosity were noted in the patient vessel. The iab was replaced to continue therapy. There was no patient injury reported.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted on an ami(acute myocardial infarction) patient, but upon connecting fiber cable to the intra-aortic balloon pump (iabp), the arterial pressure wave did not appear. An ¿iab optical sensor failure¿ alarm occurred. Mild sclerosis and calcification, and sever tortuosity were noted in the patient vessel. The iab was replaced to continue therapy. There was no patient injury reported.